Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection and functional testing could not be performed due to the products not being returned (remain implanted). There has been no revision performed as indicated by the patient stating he has not undergone any additional surgeries. During a follow up, the patient indicated a "panorex" x-ray was taken and showed what he reported was "left condyle floating on it's own." No physician reports, x-rays, CT scans, or photographs provided to substantiate this complaint. The complaints regarding left sided facial paralysis and bell's palsy are likely one and the same as bell's palsy is often manifested in the form of unilateral facial paralysis, though there were no physician reports or photographs to substantiate this complaint. The complaint regarding a "lost eye" and damaged "voice box" was reported; however it is unlikely that this is due to the surgery or the implants based on anatomical location, and there was no clarification provided when additional information was provided. There were no physician reports, photographs provided and no additional information provided to substantiate this complaint. Therefore, the complaint cannot be verified and the most likely underlying cause cannot be determined, though it is possible these are related to patient condition. The complaint regarding a "destroyed" bite and "left condyle floating on its own" are similar in that they could both lead to malocclusion as indicated by the patient indicating that he cannot chew his food. However, there were no physician reports, x-rays, CT scans, or photographs provided to substantiate this complaint. The complaint regarding ankylosis was reported; however there are no physician reports, x-rays, CT scans, or photographs provided to substantiate this complaint. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00835-1, 0001032347-2017-00840-1, 0001032347-2017-00841-1, 0001032347-2017-00842-1, and 0001032347-2017-00843-1.

Manufacturer narrative:
(B)(4). Concomitant medical product: 50 mm left standard mandible catalog #: 24-6551 lot #: 658890a. Medical product: 2.7 x 10 mm ht x-drive screw catalog #: 91-2710 lot #: ni. Medical product: 22.0 x 7 mm fossa x-drive screw catalog #: 99-6577 lot #: ni. Medical product: 2.0 x 9 mm fossa x-drive screw catalog #: 99-6579 lot #: ni. Medical product: 2.0 x 11 mm fossa x-drive screw catalog #: 99-6581 lot #: ni. Therapy date: (B)(6) 2017. (B)(4). The product will not be returned to zimmer biomet for investigation, as it is still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00835, and 0001032347-2017-00840 through 0001032347-2017-00843.

Event description:
It is reported by the patient that he is unhappy with the results of his total mandibular joint (tmj) procedure. The patient indicated his bite is "destroyed" as he cannot chew and his jaw moves "completely to the left when he opens wide." The patient has severe ankylosis of the left tmj. The patient says his voice box is damaged. The patient is experiencing left facial paralysis (bell's palsy). The patient has not undergone any additional surgeries; he was told an additional surgery would result in the inability to open his mouth. The patient also reported seeing a physical therapist. Additionally, one of the patient's doctors said his eye was "really bad." No additional patient consequences were reported. It was reported that multiple devices were implanted in the patient. Based on the information available at this time, the device that caused or contributed to this event could not be determined by the physician; therefore, all devices are being reported.